Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the device was "not working". Add'l info rec'd reported that the pt experienced shocks/jolts when they changed position. The pt was reprogrammed. The pt outcome was reported as recovered w/o sequelae.